Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem: updated. (B)(4).

Event description:
It was further reported that vascular access was obtained via a femoral approach with a 6f non- bsc standard length sheath. The stenosis of target lesion was assessed by "eyeballing" to be 90%. The left anterior descending (lad) was non tortuous with moderate calcifications. The stent delivery balloon was inflated to 20 atms for 20 sec. The balloon appeared to have inflated fully without waist. The stent remained implanted in its intended location, fully deployed and well apposed. The patient had no symptoms nor procedure related problems.

Manufacturer narrative:
Device evaluated by MFR: there was evidence that the device was used in a manner inconsistent with the labeled indications. The complaint reported stated that the balloon was inflated to 20 atms; however, the directions for use state that the rated burst pressure is 16 atms. The root cause of the event is corrected from operational context to user/use error. (B)(4).

Event description:
It was further reported that vascular access was obtained via a femoral approach with a 6f non- bsc standard length sheath. The stenosis of target lesion was assessed by "eyeballing" to be 90%. The left anterior descending (lad) was non tortuous with moderate calcifications. The stent delivery balloon was inflated to 20 atms for 20 sec. The balloon appeared to have inflated fully without waist. The stent remained implanted in its intended location, fully deployed and well apposed. The patient had no symptoms nor procedure related problems.

Manufacturer narrative:
Device evaluated by MFR:the stent was not returned for analysis. It was deployed inside the patient¿s body as per complaint report. The proximal markerband was noted to have moved in a proximal direction past the proximal bond. Markerband movement most likely occurred due to excessive force that was applied to the delivery system during withdrawal attempts. A visual examination of the tip showed signs of damages at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. Balloon cones were reviewed and balloon wings were noted to be relaxed from their original folded position appearing as if positive pressure was applied and severe bunching of the balloon was evident at the distal end of the balloon. As part of the analysis, inflation of the device was attempted. There was evident hardened medium inside the balloon body and inflation lumen therefore the device was soaked in water bath at 37 degrees celsius to soften the hardened medium before an attempt was made to inflate the balloon. The inflation device was verified at 16 atmospheres rated burst pressure (rbp) as per dfu before and after use. The returned device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon inflated without any issues noted and deflated within 6 seconds using stop watch. This measurement is within specification. Visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system of the device. A visual and tactile examination of the outer and mid-shaft section found the inner extrusion was severely twisted for approximately 2mm on the distal side of the bi-component weld site. The bi-component bond showed no signs of damage or strain. The proximal bond was visually inspected and there was no evidence of damage or stretching, the proximal bond od (outer diameter) measured and found to be within minimum proximal bond od measurement. The device was inflated as part of the analysis and it was noted that the twist in the inner extrusion (distal of bi-component weld) straightened after inflate /deflate was carried out, however it appeared as if the inner extrusion had narrowed in diameter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that vascular access was obtained via a femoral approach with a 6f non- bsc standard length sheath. The stenosis of target lesion was assessed by "eyeballing" to be 90%. The left anterior descending (lad) was non tortuous with moderate calcifications. The stent delivery balloon was inflated to 20 atms for 20 sec. The balloon appeared to have inflated fully without waist. The stent remained implanted in its intended location, fully deployed and well apposed. The patient had no symptoms nor procedure related problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation difficulties occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 16 x 3.50mm promus premier¿ drug eluting stent was selected, advanced and deployed. After stent implantation, the stent balloon deflated "not completely, not regular". On the tip of the balloon a visible "bulge" was noticed. It was not possible to pull the stent delivery catheter back into the guiding catheter. The physician removed the stent delivery system and guide catheter as a single unit. No patient complications were reported.